Event description:
Additional information received identified the patient's scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she is unable to establish communication between her scs ipg and external devices after not charging in at least 3 months. An sjm representative confirmed the issue. As a result, surgical intervention will be taken at a later date to address the issue. Concomitant devices are unknown at this time